Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The insertion handle was received with a deep scratch on the top of the device. The handle shaft has discoloration on the tang and scratches on most edges of the device. The scratches indicate use. The measurable dimensions are within print specifications, including a functional test. This complaint is invalid from a manufacturing standpoint. Placeholder.

Event description:
It was reported that a 12mm/130 degrees cannulated trochanteric fixation nail and helical blade were placed for a hip fracture. During tightening, the set screw on the nail would not turn left or right. Both the nail and helical blade were removed. Upon removal it was noted that the nail, insertion handle and cannulated connecting screw, were locked together. Another set of instruments were used to place a new nail and helical blade. No issues reported with the helical blade. This is 2 of 3 reports for this event.

Manufacturer narrative:
This device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation reported as received; the connecting screw 357.397 seemed to be locked in the assembly. It was noted that the insertion handle was not seated completely and the investigator was able to twist it slightly. In this case the distal end of the connecting screw came in contact with the proximal end of the lock drive in the nails which prevented advancement of the locking mechanism in the nail. Using an 8mm cannulated shaft and an 11mm hex wrench (part number 357.398 & 321.20 respectively both of which can be found in the trochanteric fixation nail set) the investigator was able to disassemble the subject devices without much effort. The inside of the handle and nail contained dried blood and debris, which were taken to the bio-skills lab for additional cleaning and processing through the autoclave. From a design perspective nothing could be found wrong with the devices. It is possible that the operating room staff and/or consultant may not have exhausted all options to attempt disassembly and proper reassembly of the respective construct. The complaint was determined to be invalid.

Event description:
This is report 2 of 3 for this complaint (B)(4).